Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant internal reference #: (B)(4).

Event description:
It was reported that during the procedure the deficit spiked quickly. The physician removed the myosure "and scoped the cavity which revealed bowe." The patient was transferred to the ER for observation. Additional information received noted "it was a perforation but no bowel was hit" and the patient "will be ok." No further information was provided.